Event description:
During routine removal of an implant, one of the screws was found to be broken postoperatively.

Manufacturer narrative:
The returned peg segment was examined visually under magnification. Failure of the implant occurred adjacent to the locking thread-to-shaft transition. A small remnant of the hex feature is also present. The fracture surface showed very little evidence of fatigue, however, a significant portion of the fracture surface exhibited smearing, most likely due to surface contact with the associated peg fragment.